Manufacturer narrative:
Device return is not required.(B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the alarm for a low blood gluose did not emit when the blood glucose was 62mg/dl despite the alarm being set to 90mg/dl. The continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The cgm reading was 130mg/dl and the bg reading was 62 mg/dl. It was alleged that the pump caused the patient to have a blood glucose of 62mg/dl without symptoms. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.